Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. After the closure device was successfully released and implanted in the laa of the patient, a thrombus was noted on the closure device via transesophageal echocardiogram (tee) imaging. The patient did not experience any complications as a result of this event. The patient will receive eliquis and effient. No other treatment is planned, and the patient will have their normal 45-day follow-up procedure at a later date.